Event description:
Patient had an allograft and a distal femur with long extension. The allograft let loose and caused loosening of the stem distally. Left side. X-rays will be available.

Manufacturer narrative:
An event regarding femoral stem loosening due to a failed allograft (bone graft) involving an mrs stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: medical review indicated that no material analysis report of the explanted components is available but in this difficult tumor salvage surgery it is unlikely that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there were no other events for the reported lot. Conclusions: the reported event relates to femoral stem loosening due to a failed allograft (bone graft). Based on the clinician review of the x-rays provided which concluded: no material analysis report of the explanted components is available but in this difficult tumor salvage surgery it is unlikely that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had an allograft and a distal femur with long extension. The allograft let loose and caused loosening of the stem distally. Left side. X-rays will be available.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 13mm cemented stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer